Event description:
It was reported that there was noise on the atrial and ventricular leads. The patient came to clinic after an alert transmission. The device was reprogramed to reduce noise on the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: st jude medical, model 2210 ipg, implanted (B)(6) 2012. (B)(4).